Event description:
Same case as MDR ID's: 2134265-2013-02643, 2134265-2013-02645. It was reported that post a stenting treatment procedure, in-stent restenosis was observed. The patient presented with in-stent restenosis of two promus element plus stents implanted in the left anterior descending artery in august 2012. A 15/3.00 flextome cutting balloon was selected for treatment. Five inflations were performed successfully. After the fifth inflation, the physician had difficulty removing the deflated balloon from the 2.5x12mm promus element plus stent, potentially due to a caught cutting balloon blade. The balloon was eventually released by "yanking" on the device. Upon removal of the flextome catheter it was noted a "haziness" within the treated implanted stent. This could have potentially been the result of a dissection. This was treated with a 3.5x15mm nc quantum apex balloon catheter. The "haziness" disappeared and the procedure was completed. There were no further patient complications and the patient status is fine.

Manufacturer narrative:
Device is combination product. If implanted, give date: (B)(6) 2012. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).